Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. The manufacturing records could not be reviewed as the batch/lot number is unknown. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: h6 component code: g07002 - device not returned. Additional information has been requested and received. Attempts to obtain the product sample have been made. If further details are received at a later date a supplemental medwatch will be sent. The bleeding was successfully treated. The surgeon is free of infection. There is no problem with the surgeon¿s condition. What was done to treat the shard penetration? Unk. Was medical or surgical intervention required? Unk. Was there any special diagnostic test performed? Unk. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Unk. Was the ampoule crushed repeatedly? Unk. Can you identify the lot number of the product that was used? Unk. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device has been received at sukagawa and will be shipped. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported a patient underwent a tapp : trans-abdominal pre-peritoneal repair on (B)(6) 2023 and topical skin adhesive was used. During procedure,after opening the package and before use, when using, the glass ampoule inside pricked the surgeon¿s finger and he got injured. This was the first experience with a case like this for the surgeon who always uses adhesive for closed wounds. This case was an inguinal hernia. The details are the following. When it broke the glass ampoule with the thumb, index, and middle fingers of both hands, he injured his right index finger, causing it to bleed. The wound on the finger is so small that it is almost no longer visible. Further details are not provided. There were no adverse consequences to the patient. Additional information has been requested.